Event description:
It was reported that the right ventricle lead was capped and replaced due to clavicular crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.